Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4193, implantable pacing lead, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that the patient received two shocks from the right ventricular lead due to a lead fracture and a (pace/sense impedance) "reading up over 3000" (ohms.) The patient also reports now being "paranoid of electrical storms" and that theevent caused "pain and suffering." The lead will be replaced however it is still in use. No further patient complications have been reported as a result of this event.